Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target lesion had 90% stenosis, moderate calcification and moderate vessel tortuosity). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target lesion had 90% stenosis, moderate calcification and moderate vessel tortuosity). (B)(4).

Event description:
The physician intended to deploy an endeavor resolute 3.00 x 30 mm drug eluting stent. The target lesion was in the lad, had 90% stenosis, moderate calcification and moderate vessel tortuosity. Initially a pre-dilatation was carried out using a 2.0 x 20 mm balloon. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. The device was advanced but it could not cross the lesion. There were no patient complications reported. Following the return of the device and subsequent analysis, it was reported that the stent was damaged. Device evaluation: a number of struts on the first proximal stent segment were raised and deformed. The remaining segments were intact. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿